Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a low anterior resection, after 6-7 days, there was leak on the anastomosis and the patient came back. There was tissue damage and medical or surgical intervention was needed. The patient was hospitalized.